Event description:
It was reported that a patient underwent an unknown procedure in (B)(6)2025 and barbed suture was used. During the procedure, it was reported to the sales rep that the suture broke. No other information. There were no patient adverse event. Product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) ¿ please perform and document the follow up attempt for product return. Please provide tracking number review email attached for additional information stating- I am not the rep that covers this account & I did not file this product complaint. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.